Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the emergency department (ed) with multiple seizures. A head computed tomography (CT) revealed hemorrhagic stroke with multiple small bleeds of the subdural, intraparenchymal and sub arachnoid spaces (most prominent in left frontal region). It was stated that since roux-en-y surgery, international normalized ratio (inr) was difficult to control. Inr was at 5.0 three days prior to bleed (2.8 in ed). Repeat scans were performed after anticoagulation reversal with kcentra and intravenous (IV) vitamin k were improved. Seizing stopped after the first day (loaded with keppra). Modified rankin was reported to be 1. Inr was reversed and the patient was discharged to acute rehabilitation in stable condition with minimal deficient. It was noted that the patient was improving. It was planned for anticoagulation to be avoided for approximately 30 days as long as no signs of pump thrombus arise. The lvad was reported to have worked as intended.